Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6- the driving cap was received at the us cq. The device was scuffed and scratched. There was a brown discoloration on the upper internal threading at the proximal end of the device. The distal tip had fractured off at its base. The fragment was not returned. The fractured base was ringed in red and orange corrosion. No other issues could be identified with the returned portions of the device. A dimensional inspection was not performed due to post-manufacturing damage. The received device (part # 03.010.475-us lot # 7956625) was manufactured at the bettlach site on 28 september 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. This non-conformance is not relevant to the complaint condition because, fm3161958 were reworked (transport failure, thread damaged). The complaint was confirmed for the driving cap. The device was scratched with discoloration on its internal threads and corrosion on its distal end. The distal tip of the driving cap was fractured at its base, and the fragment was not received. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined, but the device possibly weakened due to corrosion and probably encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.475-us; lot: 7956625; manufacturing site: bettlach; release to warehouse date: 28. Sept. 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. This non-conformance is not relevant to the complaint condition because, fm3161958 were reworked (transport failure, thread damaged). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an evaluation at the loaner department it was noticed that the driving cap drill head is broken off. There was no patient and procedure involvement. This report is for one (1) driving cap. This is report 1 of 1 for complaint (B)(4).